Event description:
It was reported when using the bd preset¿ arterial blood collection syringe was found cracked before use. The following information was provided by the initial reporter. The customer stated: ¿before use, it was found that the abg was cracked.¿

Manufacturer narrative:
Investigation summary: "material #: 364314. Lot/batch #: 1197895. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked syringe as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked syringe. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."